Event description:
It was reported that the gastrointestinal videoscope produced no image when connected to the column. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image scope communication error occurred likely due to circuit board defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of the event is unknown. A supplemental report twill be submitted when provided.